Event description:
Independent repair center customer alleged unit has low o2 or yellow light and the key failure is the heat exchanger has a worn hole. Additional malfunctions include the power switch for the control panel had a short circuit.